Event description:
During an atrial fibrillation procedure, blood leaked from the sheath. When the sheath was inserted into the femoral vein, it was noted that there was bleed back. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 14f fast-cath trio adapter and sheath were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.